Manufacturer narrative:
This medwatch is for suspect device in coaguchek sytem 1.

Event description:
Caller states the patient tested 3.7 inr on coaguchek system 1 and 2.9 inr, 207 inr, and 208 inr on additionalcoagucheck system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.